Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1ml of juvéderm® ultra plus¿ xc into the lips and nasolabial folds. The following day, the patient began to experience inflammation and "signs of vascular involvement". Hcp states treatment was provided and the symptoms resolved. Hcp added they believe the event is a "possible vascular obstruction caused by the technique".